Manufacturer narrative:
Approximate age of device- 3 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient's driveline has a small cut and a log file was submitted for review. Based on the log file, technical service found odd voltages when connected to power module and the device parameters were within the limit.

Manufacturer narrative:
Investigation conclusion: the report of damage to the patient¿s driveline could not be confirmed through this investigation as heartmate ii lvas, remains in use and no photographs showing the cosmetic damage were submitted for review. The submitted log file (B)(4) contained data from 26sep2018 through 10oct2018. The pump¿s fixed speed was set to 9200 rpm and pump power, estimated flow, and average pi typically ranged from 4.7-6.3 watts, 3.5-6.6 lpm, and 3.3-7.9, respectively. Low battery advisories were captured on (B)(6) 2018, (B)(6) 2018 and (B)(6) 2018 which resulted from the patient using the batteries to the low capacity level and resolved as soon as the patient switched to fully charged batteries or the power module. Despite these events, no other atypical alarms were captured and the pump appeared to function as intended, operating above the low speed limit for the duration of the file. It was reported that a small cut was observed in the patient¿s driveline. Multiple attempts for additional information were made; however, none was provided. The patient remains ongoing on heartmate ii lvas, and no further events have been reported at this time. The heartmate ii lvas IFU addresses how to care for the driveline. This document also addresses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.